Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the main lamp issue and error e103 could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the visera elite xenon light source main lamp is not working and the spare lamp turned on. In addition, an e103 error was noted. The event occurred during maintenance and there was no patient harm or user injury reported due to the event.

Manufacturer narrative:
The device has not been received to date. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.